Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels (50 mg/dl). Reportedly, larger than needed boluses were delivered due to the pump settings needing to be adjusted. Customer consumed carbohydrates to address the low bg levels. Tandem technical support instructed the customer to discuss diabetes management with a health care professional.